Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed as well as external ram crc error as well as low battery alert. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states the pump was not stored or not in use for an extended period of time and alarm occurred shortly after inserting a new battery. The device will be return for analysis.

Manufacturer narrative:
No unexpected no delivery, low reservoir or low battery alarms noted during testing. Device passed operating current, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test. However, device alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Device passed the self-test and displacement test. No unexpected restart alarm noted during testing.